Event description:
It was reported that the physician mixed the stammberger sinu-foam nasal dressing and it did not mix properly. Info provided indicates the procedure was completed without further complications and that no other product was used. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.